Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt thought his battery was getting close to the end of life. The pt reported the system was working effectively, but the frequency of charging had increased. The sjm rep programmed the pt to obtain the most effective use of the battery. The pt was to continue to monitor his recharge frequency.